Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was unknown. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer was instructed to disconnect at the quick release, change the infusion set and prime until the air bubbles are no longer visible. The air bubbles did not persist after the set change. Customer was advised to monitor and call back if necessary. The reservoir will not be returned for analysis.